Event description:
In 2007, a pt presented to the emergency room late in their stroke with acute (thrombus) symptoms due to right middle cerebral artery (mca) occlusion. The patient was taken to angiography for thrombolytic infusion in order to open the right mca thrombus followed by angioplasty. As a last resort to open the vessel an intravascular stent [off-label] was placed in the mca. The stent deployed without difficulty. Post procedure CT scan showed a hemorrhage distal to the stent which the physician noted may have resulted from wire manipulation as he had manipulated the guidewire distal to the stent. Patient expired two days post procedure. Additional info obtained from the user facility verified that two transend wires were used in the procedure, however, they did not note which of the two wires was in use at the time, the vessel was penetrated. There were no problems with the function of either guidewire. The user facility postulated that technique may have been a contributing factor.

Manufacturer narrative:
The device in question will not be returned to boston scientific for technical analysis as it was disposed of by the hosp. Therefore, boston scientific cannot conclusively determine the cause of the user's experience.